Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The device was returned for evaluation. The sheath was cleanly separated from sheath cap / check-flo assembly. Additionally, the flare was damaged and there was evident damage along the length sheath. Severe kinks in the sheath were found. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported during the procedure the sheath came apart. The physician made a second access to remove the sheath which was successful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.